Event description:
It was reported that the customer had high blood glucose of 230 mg/dl and his insulin pump was malfunctioning. Caller stated that the customer's insulin pump was alarming motor error and squirting the insulin out. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to cracked end cap. No motor alarm noted. Unit had cracked case at display window corners and scratched display window.